Manufacturer narrative:
Initial trend analysis for lot 55011 was conducted, no malfunctions were found. This is the only complaint for lot 55011. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that while using humalog insulin with the easytouch syringes item 831565 lot 55011, the plunger will pull down without any force acting on it.

Manufacturer narrative:
Retained lot samples for syringe lot 550111 were tested for plunger slip as well as puncture simulations. No abnormalities were found during testing.

Event description:
End user reports that while using humalog insulin with the easytouch syringes item 831565 lot 55011, the plunger will pull down without any force acting on it.